Event description:
On (B)(6) 2013, a pt contacted us regarding an adverse event. Attached to the complaint letter was a print-out of postings from this forum, "the truth about silicone hydrogel contacts - the new wave of high oxygen, high discomfort lenses", http://studymyhealth.wordpress.com. Our firm posted a statement on the forum requesting any poster who experienced an event with acuv on (B)(6) 2010, the complainant posted: I recently experienced problems with these acuvue oasys lenses. I am (B)(6) and have been wearing acuvue 2 contacts since I was 12 and never had a problem. Two years ago my eye doctor recommended I try the oasys lenses because they were the latest and greatest things. So I tried them, and they were ok for a few weeks, but then I started getting really watery, red eyes that would burn right when I put the lenses in. I went to the doctor, thinking I had an infection. He told me I had pink eye and to stop wearing the contacts for a while and take some rx drops. I did, and they cleared up and flared up again when I put the lenses back in. This battle has been going on for 2 years, and I've been taking allergy meds, everything. "I recently went to a new eye doctor and was told I that my corneas were so inflamed that he couldn't get an accurate new vision test done. I have taken steroid and another eye drop for 2 weeks and everything is finally clear. I do however have permanent scarring on one eye, making my vision worse in that eye. He told me that these problems were caused by the oasys lenses, because they were made of silicone, and asked if I had known that- which obviously I have not. He also told me that many people are having these issues, so I felt a bit better that it wasn't me, and very angry at my old eye doctor for recommending such a horrible product with no warning. I have switched back to the acuvue 2 lenses and everything is great, I've even been able to stop taking the allergy medication. I think I am going to call acuvue and see if I can get a refund for those very expensive lenses, now that I have heard of others getting money back. I wish I would have found this blog earlier and possibly saved myself some pain. I hope acuvue does something about this."

Manufacturer narrative:
No further contact attempts will be made. The severity of the alleged injury is unk. This event is being reported as worst case. If additional info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings.